Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device manufacture date : unknown. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter: the patient reported that when pressing the pen needle gently into the skin the solution leaks and the patient has to press the pen needle hard enough to leave a mark on the skin to prevent the leakage of the solution.